Event description:
After autoclave, the hosp technician found that the tip of the quick fixation screw had chipped. He didn't recognize when or how it had chipped. There is a potential that the broken screw tip may or may not have been broken during a procedure allowing the possibility that, the small fragment was left in the pt or could have retracted from the pt. There is also a possibility that the screw tip was broken during handling or storage. Root cause or potential impact to pt investigation is still ongoing.

Manufacturer narrative:
Investigation is ongoing. The broken screw tip is under investigation. More info will be provided upon conclusion of the investigation.